Event description:
The physician reports performing cataract surgery with implantation of a crystalens. Approximately two months postoperatively, the physician noted that the lens had vaulted in a z-configuration (z-syndrome) and that the patient's bcva had decreased to 20/60. It was subsequently decided to remove the crystalens and implanted a different iol. The patient's current visual acuity is 20/40.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to-the reported issue.